Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein, and the filter was successfully retrieved percutaneously on (B)(6) 2018 because removal was necessary. Patient is alleging tilt, vena cava perforation, and embedment. The patient further alleges "chest pains and shortness of breath" and "walking for long distances is a challenge. The chest pain and shortness of breath affect my everyday activities." The patient also alleged "ptsd became worse after the removal." Per report from CT (computed tomography) dated (B)(6) 2018: "positive for caval perforation. Superior extent of ivc filter inferior l3 vertebral body. Inferior extent l4-l5 disc space. A total of 4 prongs have perforated the ivc series 2 image 37. Maximum distance prongs perforated 5 mm series 2 image 37. Coronal images 3 degree tilt left to right series 602 image 46. Sagittal images 10 degree tilt posterior to anterior series 603 image 67. Diameter of ivc directly above filter 17 x 22 mm series 2 image 27." Per retrieval report (successful) dated (B)(6) 2018: "ivc filter was noted to be attached into the wall of the ivc firmly and was difficult to mobilize with the snare." "Eventfully, the ivc filter was mobilized with alligator jaw forceps and was retrieved..." "Successful ivc filter removal.".

Manufacturer narrative:
F10: appropriate term/code not available (3191) selected for perforation.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges injury without further explanation.